Event description:
It was reported that boston scientific technical services (ts) was contacted initially regarding an explanation of the atrial tachycardia response (atr) algorithm from this implantable cardioverter defibrillator (ICD). The initial device data review indicated that the battery was exhibiting premature depletion and should be replaced within a specified timeframe. Information has been requested to confirm the specific allegations and resolution details, and this record will then be updated. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.